Event description:
During sij fusion surgery, the cutting element of the second decortication device curled and would not retract. The surgeon applied force to retract the cutting element which caused a piece to break off while it was in the joint. The broken piece could not be retrieved. The procedure continued as planned and there were no adverse events reported.